Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 3 - ventricular nst<=170 ms average v-cycle on (B)(6) 2010 in the timeframe between 17:33:40 and 17:33:47. Battery voltage - pre/approaching ER last battery measurement=2.65 volt on (B)(6) 2010 is just before eri <= 2.62 volt.

Event description:
It was reported that the device had low battery voltage and showed t-wave oversensing. The device was reprogrammed due to the t-wave oversensing and remains in use. No patient complications have been reported as a result of this event. It was further reported that the device has reached the elective replacement indicator, a patient alert sounded, and there was a problem with the device transmitting data. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had low battery voltage and showed t-wave oversensing. The device was reprogrammed due to the t-wave oversensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku